Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013006. Three devices were received. Three devices were confirmed to be broken. Two devices broke due to excessive force applied. One device broke due corrosion found within an associated attachment. One device was not received; however, a photograph of the device confirmed the reported event. No further evaluation was possible. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes four malfunction events in which the device broke. One event had no patient involvement; no patient impact. Three events had patient involvement; two events occurred during a cranial procedure; one event occurred during a le fort procedure. There were no adverse consequences during these events.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013006. Correction: it was initially reported that 1 device broke due corrosion found within an associated attachment; however, it was found that one device broke due to contact with a metal instrument.

Event description:
This report summarizes 4 malfunction events in which the device broke. 1 event had no patient involvement; no patient impact. 3 events had patient involvement; 2 events occurred during a cranial procedure; 1 event occurred during a le fort procedure. There were no adverse consequences during these events.